Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd discardit¿ ii syringe during use of the syringe, air passes in syringe. The plunger seems to be smaller than the barrel of syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received the affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determinate a damaged in the plunger rod by the evaluation of the plunger with magnification. The production and inspection records were reviewed and have established that all production and quality processes were carried out normally. Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7234166 (august 23 - 28th, 2017) and lot #7244145 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. Barrels lots #7244050, #7237224, #7234192, and #7211166 have been reviewed and no problems, defects or qn related to the reported issue were found. Plunger lots #7244051, #7237228, #7234196, #7211170, and #7198289 ave been reviewed and no problems, defects or qn related to the reported issue were found. Conclusion: root cause analysis it was concluded that the cause of the problem was produced as a consequence of a damage in the plunger lip. This damaged was produced in the assembly machine due to an unexpected misalignment of the plunger assembly station. The provided samples presented the reported issue. We could confirm the reported issue. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from 09/01/2017 to 12/15/2017.